Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
Device eval: hospital disposed.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 19 days of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 3 non-conforming material reports (ncmrs) associated with this product. Ncmr 21711 showed 1 part (part#: 508-32-101-10) returned to vendor due to flat on counterbore. Ncmr 21947 showed 3 parts (part #: 508-32-101-10) returned to vendor due to morse taper angles being out of tolerance. Ncmr 21885 showed 1 part (part#: 508-32-101-10) returned to vendor due to flat on conterbore, inside diameter (ID) under tolerance and possible interference with the fit of the reverse shoulder prosthesis baseplate. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the patients dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.